Event description:
After the central line catheter was placed, when attempting to pull the guidewire out, the guidewire became stuck and when pulled, the steel of the guidewire frayed, exposing smaller steel wire that then broke. The entire central line catheter had to be removed from the patient to ensure that no remnants of the guidewire remained in the patient.